Event description:
It was reported in the technical services call that when interrogating an implantable heart device, as soon as wireless telemetry was reached the programmer generated an error . It was further reported that during the start-up sequence of the device software, the programmer screen went black and generated the error code. Though the programmer power was cycled four times the identical error occurred each time. It was indicated that another programmer was used for the device evaluation. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that an error was generated while interrogating an implantable heart device. The hard drive was therefore reconfigured. (B)(4).